Event description:
Healthcare professional (hcp) reports a cracked venous header occurred during the patient's 27th use of the ca 170 dialyzer. A new dialyzer was used to continue the treatment without incident. An estimated 250cc of blood loss incurred. The hcp reports no patient injury and no need for medical intervention was required.